Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. It is possible that the angio-seal device was deployed in the artery which resulted in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that they had a left heart catheterization procedure. Right groin arterial access with 6fr pinnacle sheath. Sheath shot taken and doctor requested 6fr angio-seal device for arterial closure. Closure was successful with no issues. Patient went to recovery and was declining. Patient was brought back into procedure where retroperitoneal bleed was identified, and a covered stent was placed. Procedure was successful and patient recovered. The retroperitoneal bleed was likely due to an access complication and not the closure device. There was no blood loss. The procedure performed prior to the use of the angio-seal device was a coil-assisted retrograde transvenous obliteration (carto). Additional information was received on 14feb2025: a 6fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Multiple sticks were not performed. Ultrasound guidance was used. The posterior wall of the artery was not punctured, it was sidewall access. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6b: explanted date: device was not explanted e3: occupation: cath lab manager h4: device manufacture date: unknown due to unknown lot number the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.